Manufacturer narrative:
Findings: pump received with a high idle current due to faulty q2/rf board. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery for less than 1 week. Customer's blood glucose was unknown mg/dl.